Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. Device explant due to severe dysphagia occurred without issue on (B)(6) 2018. A fundoplication was performed at the time of device removal. Device was found in the correct position/geometry. The patient is doing well as of (B)(6) 2018.